Manufacturer narrative:
The device was received, evaluated, and retained by this manufaturer. The engineering evaluation indicated the catheter shaft was kinked and twisted 42 centimeters from the distal tip. The balloon could not be inflated due to the damaged shaft. Submersion in water did not reveal any balloon leaks.

Event description:
It was reported difficult deflation was encountered after multiple inflations, during placement in a arteriovenous fistula graft for the purpose of declotting the vein graft. A needle was inserted percutaneously to puncture and deflate the balloon and the balloon catheter was removed without incident. This device was successful in completing the procedure. The pt's condition is good. This device has not been returned for evaluation. Therefore, no failure analysis is available. User technique and/or pt anatomy may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause for this event.